Event description:
It was reported that: "the item itself is changing color. It should be green but some items have turned completely black, while others you can see them changing from green to black. The packaging is falling apart. None of these products have expired yet, but the packaging is ripping open and falling apart". Associated complaints 8040412-2025-00002, 8040412-2025-00003, 8040412-2025-00004 and 8040412-2025-00005.

Manufacturer narrative:
(B)(4). Full UDI not available as the lot # was not provided by the customer.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: from the sample reviewed, the product was found discoloured with brittle packaging. Apart from the tube and flange of product discoloured, the functionality still as intended. Packaging found brittle and yellow-ish. The device history record was reviewed and no issue that could have contributed to the re-ported failure was noted. The device passed 100% inspection and qa audit prior release. Based on the investigation, it is confirmed and verified that there is a failure as per reported. Sample were found discoloured. This failure will be address in non-conformance. Further investigation needs to be done to find the root cause of discoloration of product.

Event description:
It was reported that: "the item itself is changing color. It should be green but some items have turned completely black, while others you can see them changing from green to black. The packaging is falling apart. None of these products have expired yet, but the packaging is ripping open and falling apart". Associated complaints 8040412-2025-00002, 8040412-2025-00003, 8040412-2025-00004 and 8040412-2025-00005.